Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim connector tubing does not connect well enough with angiocath. Whenever used and catscan contrast injected through tubing contrast leaks or "bursts" tubing/angiocath connection.

Manufacturer narrative:
The customer reported issues with connection to angiocath, and returned one unopened sample of material mz5304, lot 24089103. The reported lot is 24069214, still the same material of mz5304. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with blue dye water from a bd syringe, but not issues were found. No connection or leakage issues were observed, and the complaint could not be verified. The set worked as intended.

Event description:
Material # mz5304 batch # 24069214 it was reported by customer that connector tubing does not connect well enough with angiocath. Verbatim: rcc received a complaint via email. Email(s) attached. Connector tubing does not connect well enough with angiocath. Whenever used and catscan contrast injected through tubing contrast leaks or "bursts" tubing/angiocath connection.